Event description:
During an endoscopic variceal ligation (evl) for esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. The rings [bands] came off during the procedure. The first band was deployed correctly, when turning the handle for deploying the second ring [band], all [bands] except the last band jumped off the barrel together [prematurely deployed]. Another device of the same type was used to complete the procedure. Other than the deployed bands left to pass naturally, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Only the handle, trigger cord and barrel with 1 band remaining were included in the return. An eval of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord assembly was then evaluated and it was concluded that the device met mfg standards. The trigger cord assembly was found to be within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the mfg date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. One (1) additional product was returned in a sealed tray from the lot number provided in the report. During our laboratory analysis, the device was attached through a forward viewing gastroscope. The gastroscope has an accessory channel that is 2.8 mm in diameter (model number olympus gif140). The barrel was attached onto the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired. The device functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the all of the device components, particularly all the bands, were not included in the return. This limits our ability to conclusively determine a cause. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.